Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. Reviews of the complaint history, device history record, manufacturer¿s instruction, and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufactures instructions and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states ¿the product has been designed for retrieval of implanted günther tulip and cook celect vena cava filters in patients who no longer require a filter¿ based on the information provided and no product returned, investigation has concluded that the root cause for this failure can be traced to the user and intentional off-label use. Reportedly, the physician had to ¿push very hard to get struts off cava and into sheath¿ and the IFU clearly states this device is designed for retrieval of implanted günther tulip and cook celect vena cava filters. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, while retrieving another manufacturer's inferior vena cava (ivc) filter implanted 2 years ago, the hub of the sheath from the gunther tulip vena cava filter retrieval set detached. During the procedure, the physician had to push very hard to get the struts of the filter off the vena cava and into the complaint sheath and, the white hub detached. The filter was successfully retrieved and the patient did not experience any adverse effect as a result. According to the cook representative, the patient did not require any additional procedures as a result of this occurrence. Although requested, patient information, medical history and anatomical characteristics will not be provided. The complaint device will not be returned to the manufacturer to aid in the investigation.